Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because it was not inflating. A new 21cm x 12mm ipp device with 100ml reservoir was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.